Manufacturer narrative:
Device evaluation summary: visual inspection of the obturator shows no outward signs of any damage. Note: the cannula was not returned. The obturator od was measured using a keyence scope. Obturator od was measured to be 0.077 inches, the specification has the od to be 0.077 +0.002 / - 0.00 inches reason for the return was not confirmed. Correction d.4 expiration date correction h.4 device mfg date additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of bio-medicus nextgen pediatric arterial and venous cannulae, it was reported that the stylet would not fit into the first cannula, nor with the second cannula that was opened. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the customer attempted to fit the first stylet in the second cannula and it did not fit.